Event description:
It was reported that as the physician removed the coil from the basilar artery aneurysm (ba), resistance was encountered. The coil detached and the proximal end protruded into the right vertebral artery (va). The physician assessed that there was no risk of cerebral embolization; therefore, no coil retrieval attempt was performed. There were no reported clinical consequences to the patient due to this event.

Event description:
It was reported that as the physician removed the coil from the basilar artery aneurysm (ba), resistance was encountered. The coil detached and the proximal end protruded into the right vertebral artery (va). The physician assessed that there was no risk of cerebral embolization; therefore, no coil retrieval attempt was performed. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
Additional information was received from the facility stating that the patient's progress was good.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was returned. Device analysis revealed that the proximal contact was not attached to the delivery wire nor it was returned, the delivery wire was completely stretched and part of the delivery wire was bent at 98cm from distal end. The main coil and main coil junction were not attached to the delivery wire. The main coil appeared to have detached via electrolysis. Additional information obtained indicated that the main coil and delivery wire were confirmed to be in good condition post inspection, preparation and during insertion, four detachment attempts were performed and that resistance during coil removal was likely due to entanglement of the subject device with a previous deployed coil. Based on all information available, it is probable that procedural factors may have limited the performance of the device during procedure. Therefore, a root cause of operational context has been assigned to this investigation.